Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The issue has resolved. This is the final report.

Event description:
The recipient reportedly experienced popping sounds with and without device use. The recipient was prescribed amoxicillin.